Event description:
One touch ultra meter was set to the incorrect units of measurement. The medical affairs specialist spoke with the patient on 5/05. The patient first noticed the decimal point in the meter readings about 4 weeks ago. They did not recall changing the unbits of measurement in the meter settings. They continued using the meter and interpreting their meter readings to be in mg/dl. The patient took insulin by sliding scale and was directed to hold their insulin if their meter reading was <110 mg/dl. They held their insulin for 6 or 7 days, believing that their meter readings were <110 mg/dl. They began to feel ill and their coordination was not good. They went to the doctor. A result of 260 mg/dl was obtained on the doctor's meter and the patient was treated with insulin. The physician noted that the meter was reading in mmol/l and advised the patient to contact lifescan. The customer care representative (ccr) confirmed that the meter was set to mmol/l instead of mg/dl. The patient misinterpreted the meter results, held their insulin, and as a result, experienced hyperglycemia and treatment with insulin. The event meets the criteria for an adverse event medical device reportable. The meter, test strips, and control solution were replaced.